Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Customer alleged the frame/wire deck has a weld that came apart on a ih820-3mdlx bed.